Event description:
It was reported that during surgery, the sureshot targeter didn't work after connecting to the controller. Finally, the surgeon had to used free hands to insert the distal screws. No patient injury was reported.

Manufacturer narrative:
The associated complaint device was not returned. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A DHR review can¿t be completed because there is no information for the provided serial number in our database system. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.